Manufacturer narrative:
An event of valve migrating was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported device migration appears to be related to a combination of patient conditions (horizontal aorta, severe calcification, causing non-uniform expansion) and procedural conditions (suboptimal implant depth of 0mm and nosecone caught on the valve). The reported unexpected medical intervention was a result of case-specific circumstances as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU):¿implantation precautions: to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length, and c) limit manipulations across the lvot.¿ ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 november 2024, a 29mm navitor vision transcatheter aortic valve (serial: (B)(6) ) was chosen for implantation utilizing a large flexnav delivery system. Aortic angle was 73 degrees, patient presented with severe calcification. Pre-dilatation was performed with osypka vacs iii 20/40 balloon (did not exceed minimum annulus diameter).. Flexnav was inserted on landerquist guidewire due to tortuous and difficult anatomy. At 80% deployment the navitor was at 1-2mm. The navitor was deployed at 0mm in a high position but still in the native valve. All three retainer tabs were confirmed to release. During attempt to centralize the flexnav nose cone and remove the flexnav, the nose cone became caught on the valve causing it to migrate. The valve was snared to the ascending aorta and a second 29mm navitor vision was deployed successfully. The patient remained hemodynamically stable throughout the procedure.